Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely for follow-up. Review of the transmission revealed non-sustained right ventricular oversensing. The patient was brought into the clinic. Upon interrogation the implantable cardioverter defibrillator exhibited post-paced t wave oversensing on the ventricular lead. The patient did not receive any therapy due to oversensing. Programming changes were performed. There were no patient consequences.